Event description:
Boston scientific crm received information that this right ventricular lead tripped the lead safety switch due to impedance measurments greater than 2000 ohms. As a result, a lead fracture was suspected. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.